Manufacturer narrative:
(B)(4). Additional information received: did the tissue pad melt? (Pictures which show the pad being loose, but not fallen off the clamp arm; and another photo of the groove) -no. Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) -the tissue pad was detached off during use. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? -no information.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information: did the tissue pad melt? (See pictures attached which show the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?

Event description:
It was reported that during a lap unknown procedure, the tissue pad was detached off during use. The tissue pad did not fall into the patient and no pieces were left inside the patient. No bleeding occurred. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.